Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy, the device cracked during insertion. User removed the trocar and went to another like device to continue the case. Unsure if any pieces broke away from the trocar.